Event description:
It was reported that the patient had a bha on (B)(6) 2009 and a system one bipolar cup dissociated from a head at (B)(6) 2014. Therefore, he had a revision surgery to replace the bipolar cup and head. The doctor's request:the reason of dissociated of the cup and head. Update at (B)(4) 2014: the reason of dissociated: the bipolar cup dissociated from a head when the patient was squatting.

Manufacturer narrative:
An event regarding dissociation of the head from the bipolar component involving a system one bipolar was reported. The event was confirmed. Method & results: device evaluation and results: the returned system one bipolar was decontaminated improperly and therefore no conclusions can be drawn from the visual, dimensional, or functional aspects of the device. This device is within the scope of (B)(6). Medical records received and evaluation: the provided x-ray was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event of the head dissociating from the bipolar component could not be determined because additional information such as medical records, pre- and post-operative x- rays, and progress notes are needed. The returned system one bipolar was decontaminated improperly and therefore no conclusions can be drawn from the visual, dimensional, or functional aspects of the device. This device is within the scope of (B)(6) raised to address improperly decontaminated complaint devices prior to (B)(6) 2014.

Event description:
It was reported that the patient had a bha on (B)(6) 2009 and a system one bipolar cup dissociated from a head at (B)(6) 2014. Therefore, he had a revision surgery to replace the bipolar cup and head. The doctor's request: the reason of dissociated of the cup and head. Update at 2014/jun/19: the reason of dissociated: the bipolar cup dissociated from a head when the patient was squatting.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. When completed, the evaluation summary will be submitted in a supplemental report.